Event description:
Related manufacturer report number: 2017865-2025-14664. Related manufacturer report number: 2017865-2025-14665. It was reported that the patient presented for follow up with a complaint of dizziness. An interrogation of the pulse generator revealed recorded episodes of false high ventricular rate (hvr) and inappropriate automatic mode switch (ams). Further evaluation found reproducible noise exhibited by both the right ventricular (rv) and right atrial (ra) leads. The patient was dependent and over-sensed noise had resulted in pacing inhibition. The patient was scheduled for replacement and the generator, ra, and rv leads were explanted. The patient was stable.